Event description:
A malfunction was reported on a pump. There was no additional information available regarding any impact on the customer¿s blood glucose level. The customer had previously turned off the pump while on hold with technical support, who then advised on resetting the iob and max hourly bolus and assisted with resuming insulin and rejoining the sensor session. The malfunction code did not recur after resetting the pump, and the customer was instructed to continue using the pump and call back if any malfunction code reoccurred.